Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set soft cannula bent event on 01-jan-2024. Insertion site was at thigh. The set was in use for a day and event occurred after three hours of insertion. Blood glucose levels were near 600 mg/dl at the time of event and patient was also having life-threatening high-level ketones as identified by health care professional. The patient went to emergency room and subsequently hospitalized due to high blood glucose and ketone levels. Patient was also admitted to the intensive care unit. He took multi daily injections to address high blood glucose and received intravenous fluids of saline and insulin as treatment. The patient was released from the hospital on (B)(6) 2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.